Event description:
It was reported that there were no audible alarms. This was found during preventive maintenance testing. No patient or user harm.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received with the front cover having multiple scratches. The global display had a dent in it. The line cord was faded. Pole clamp has gouges in it. Quick connect is corroded. Microswitch was bent. Functional testing found the interlock alarm did not sound. The alarm test and float switch alarms did sound. The complaint was confirmed. Root cause was attributed to a faulty printed circuit board (pcb). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, quick connect, microswitch, line cord, pole clamp, front cover. Performed preventative maintenance (pm). Changed o rings and reservoir gasket. Calibrated the device. Device passed functional testing after the completed repairs.